Manufacturer narrative:
Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. Device history record review was performed on lot 37320un23, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends. Historical performance of the lot 37320un23 was evaluated using worldwide field data for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 37320un23 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 37320un23. Labeling was reviewed and found to adequately address the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect stat high sensitivity troponin-I result for one male patient. The following data was provided (normal patient range male 0 - 0.033 ng/ml): sid (B)(6) initial result 0.316 ng/ml, repeated 0.022 / 0.033 / 0 / 0 / 0 / 0.008 ng/ml. Repeated on different architect with a result of 0 ng/ml. No impact to patient management was reported.